Event description:
During implantation in the left ventricle, there was resistance while removing another manufacturer's guidewire from the left ventricular lead. The lead was explanted and replaced successfully. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. The guidewire was not returned with lead for analysis. Visual inspection of the lead found ptfe coating from the guidewire in multiple locations in the inner coil at the proximal region of the lead. The ptfe coating in the inner coil likely caused the complaint reported from the field. Electrical testing found no indication of conductor fractures or internal shorts. The damage noted to the lead body was consistent with that occurring at time of implant/explant.